Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 31st of march 2017 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse had the customer perform a flow path flush. On a call back with the customer they indicated that the instrument is functioning as intended. No further actions is required by the fse. The most probable cause of the reported event was due to contamination of the instrument. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2017 the customer reported high pressure of 12.4 on their g8 instrument. Customer indicated that the column count was 4000 and was replaced along with the filter. Customer check the pressure without the right side of column and it was 0.3. Then without the filter the pressure was 0.0. The customer changed the filter but the pressure is still high at 12.4. The pressure was checked without the wing nut and it was 0.0. The wing nut was reseated and the pressure is now reading 0.22. Customer does not see any crimp in peek tubing about the wing nut. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.